Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt had no therapeutic effect. Pt had difficulty with their programmer and adjusting parameters. It was later reported pt had stimulation at "7 something" but reported feeling no stimulation in the last 2 hrs. Pt reported his incontinence was "worse now compared to before implant." Pt uncertain if he had a fever. It was reported pt had scheduled to see physician. Additional info has been requested and will be made as f/u as it becomes available.